Manufacturer narrative:
The devices were not returned for analysis. The lot history records (lhr) could not be reviewed nor similar incidents reviewed because the products were not returned for evaluation and the lot numbers were not reported. The patient effects of hematoma and pseudoaneurysm are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. It was reported in the study that the proglide devices were used after endovascular aneurysm repair procedures, using sheath sizes greater than 8f. It should be noted that the proglide instructions for use (eifu), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the purpose of the study was to investigate the use of one closure device to achieve hemostasis. Based on the article information, a conclusive cause for the reported hematoma and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. Additionally, a conclusive cause for the reported patient device interaction problem cannot be determined. The procedural treatments/interventions were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study investigated the use of the a single proglide vessel closure device using "up and downsizing of the sheath" compared to the use of surgical cut-down for femoral access site closures for patients who underwent endovascular graft placement. Although some complications were noted with both methods of closure, the complications specifically for the procedures involving a proglide device included non -technical success [failure to achieve hemostasis] resulting in hematoma (treated conservatively), a pseudoaneurysm (treated conservatively), manual compression and additional or prolonged hospitalization. The study concluded that "effective hemostasis can be achieved safely with the use of a single suture-based technique" with the proglide. Specific patient information is documented as unknown. Details are listed in the attached article, titled "sheath size up and down with single proglide ¿ a technique for achieving hemostasis with use of large size delivery system during endovascular graft placement¿.

Manufacturer narrative:
Estimated date of event. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature: article title - sheath size up and down with single proglide ¿ a technique for achieving hemostasis with use of large size delivery system during endovascular graft placement.